Event description:
Customer reported disconnection and leakage where the silicone segment of the tubing meets the free flow tubing clamp during an abraxane 260mg chemotherapy infusion over 40 minutes. The pt had received 450 of the 500mg of chemotherapy that was to be infused, when the nurse noticed the chemo had entered the well of the latch sensor, and was dripping onto the floor. There was no report of pt harm or medical intervention. No additional patient or event details were provided by the customer.

Manufacturer narrative:
Unable to determine the cause of the customer's reported complaint because the set has been discarded by the customer. A picture was received from the customer confirming separation of the set. The root cause of this failure could not be identified.